Event description:
The pump was received for service with the report of a 715:00 code. Although attempts were made by baxter's service dept to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, age of pt, medication involved or the set up of the infusion device. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.